Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice, once due to hyperglycemia, the second time due to diabetic ketoacidosis. The customer's nurse educator stated that they tried a set change to resolve the issue but found a leaking reservoir when they removed it from the insulin pump. The customer's nurse educator stated that the customer used an mmt-381 silhouette infusion set. Programming was reviewed and time was found to be off by one hour. Troubleshooting was performed and insulin was leaking from where the tubing connects to the p-cap during the fixed prime and high pressure test. Nothing further was tested.